Event description:
Pt reported minimal burning a few minutes after the initiation of iontophoresis to the left posterior superior iliac spine -psis-. The intensity was turned down and no further complaints from the pt. Pt returned 4 days later with a 1.6 cm mark -yellow wound bed with minimal reddish border- to the left lateral psis.